Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the mitral valve in ring position, underwent a valve in valve procedure after an implant duration of approximately 3 years and 6 months due to central regurgitation. The patient reported profound fatigue and progression in dyspnea symptoms with activity. A 23mm s3ur was implanted successfully.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3ur valve, implanted in the mitral valve in ring position, underwent a valve in valve procedure after an implant duration of approximately 3 years and 6 months due to central regurgitation. The patient reported profound fatigue and progression in dyspnea symptoms with activity. A 23mm s3ur was implanted successfully. Per the medical records, tee showed 26 mm edwards sapien transcatheter bioprosthetic valve that was well-seated. There was no paravalvular leak. There was severe transvalvular regurgitation in the mitral valve. There is mild mitral valve stenosis. The mitral valve mean gradient was 5 mmhg. The patient was noted to have ongoing dyspnea on exertion, with workup showing severe mitral valve regurgitation.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b7. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on provided medical report. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, ''a patient with a 23mm sapien 3ur valve, implanted in the mitral valve in ring position, underwent a valve in valve procedure after an implant duration of approximately 3 years and 6 months due to central regurgitation. Per the medical records, there was severe transvalvular regurgitation in the mitral valve.'' Per patient's medical history, patient had vast comorbidities (e.g. Hyperlipidemia (hld), diabetes (dm ii) and etc.), which are well-known factors that may increase the risk of early valve degeneration, leading to central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.